Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "thinning of the wall".

Event description:
Patient reported right side "out-pouching" and later reported "puckering" and ultrasound showed "thinning of the wall" and "can move the implant around in the patient's chest". The device remains implanted.

Event description:
Patient reported right side "out-pouching." Patient later reported "puckering, and ultrasound showed, thinning of the wall and can move the implant around in the patients chest". Device was explanted and replaced. It is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.